Event description:
A customer contacted beckman coulter inc (bci) in regards to an elevated troponin (accutni) result above the ami cutoff generated by access immunoassay analyzer for one patient. The result was reported out of the laboratory, and the patient was sent to a neighboring facility for retest. Subsequent testing by an alternate method produced a result within the normal reference range. The patient also had an egc performed and showed no signs of cardiac injury.

Manufacturer narrative:
(B)(4).

Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during set up. Per the initial report, the therapy was reset. (B)(4) assisted the care giver (cg) by explaining the message and instructed the cg to contact the peritoneal dialysis (pd) nurse for reprogramming. The hc unit was operational. No injury or medical intervention was reported. During a follow up call on 8/16/2010, the cg indicated that the home patient had expired on (B)(6) 2010. The cause of death is unknown, however, reportedly not due to the homechoice device.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter product analysis lab (pal) received the device for evaluation. The device passed the homechoice return instrument test evaluation (rite) functional and electrical tests and was functioning within specification. A review of the device logs revealed no anomalies and no drain or ultra filtration (uf) volumes that meet the iipv (increased intra-peritoneal volume) criteria. No device failure or malfunction was identified that may have caused or contributed to the reported incident. A review of the service device history revealed no issues that could have contributed to the reported incident. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4).the device is to be returned to baxter for evaluation. Should the device be received and an evaluation completed, a follow up report will be submitted.